Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The patient experienced dka. The cgm was reading 60 mg/dl and the blood glucose reading was 300 mg/dl. The patient declined to provide additional details about the episode. Attempts to contact the patient for more details about the episode were unsuccessful. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.